Event description:
The MFR was notified that a 52 year old female died after suffering a stroke 4 days post implant of a size 23 cphv valve. Coumadin had been administered to the pt 48 hours post valve implant. The pt then developed a brain clot and underwent thrombolytic therapy. Pt responded well but on fourth day she suffered another stroke and died.